Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads were stripped during extraction of implant. Both parts were taken off field and are being sent back. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the submitted device did not confirm the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.